Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required), device dislocation (serious criterion medically significant), abdominal pain lower ("cramping") and cyst ("cysts"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the perforation, device dislocation, abdominal pain lower and cyst outcome was unknown. The reporter considered perforation, device dislocation, abdominal pain lower and cyst to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs and migration of implant. Consumer had essure removed by surgery 3 years after placement. Both serious events as medically significant and unanticipated according to reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. Based on this information causality between the event perforation of organs and the device cannot be excluded. Regarding event migration of implant interpreted as a dislocation of micro-inserted, it was considered related to essure given event's nature. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and cyst ("cysts"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, abdominal pain lower and cyst outcome was unknown. The reporter considered abdominal pain lower, cyst, device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-nov-2017: follow up from summons received-reporter added.pain was added and made symptom. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: ptc investigation result company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of organs and migration of implant. Consumer had essure removed by surgery 3 years after placement. Both serious events as medically significant and unanticipated according to reference safety information for essure. Internal organs perforation may occur with essure, due to device migration or during insertion procedure. The perforation of internal bodily structures other than the uterus and fallopian tubes (e.g. Bowel, bladder, and major blood vessels) may occur during hysteroscopy, as well as during device placement; this risk is inherent with any hysteroscopic procedure. Based on this information causality between the event perforation of organs and the device cannot be excluded. Regarding event migration of implant interpreted as a dislocation of micro-inserted, it was considered related to essure given event's nature. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.